Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the graphical user interface (gui) printed circuit board (pcb) xena I, two (2) backlight inverter pcbs and two (2) backlight inverter harnesses were returned for failure investigation. The two (2) backlight inverter pcbs and the two (2) backlight inverter harnesses were visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The gui pcb xena I was visual inspected and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The fault was isolated to a component (vga controller u63) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer, the 840 ventilator lower display graphics became unreadable during patient circuit setup; no alarms alerted and no error codes; there was no patient involvement at the time of the reported condition. The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The backlight inverter pcb and the soft ware were also upgraded. The ventilator passed all tests.